Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). The result from the meter was 1.0 inr. The result from dryhemato-pt (a&t) was 1.8 inr. There was no allegation of an adverse event.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.